Event description:
The customer reported that their acuity central station were offline for unknown reasons. The result is that the customer lost the ability to monitor patients from the central location. There was no patient harm as a result.

Manufacturer narrative:
Both the primary and backup acuity central stations were down. The system modem which would allow tech support to dial into the system was also not available, making remote access to systems logs impossible. Tech support assisted the customer in restoring operation by offering verbal instructions over the phone, but investigating the cause of the issue is not possible.